Event description:
It was reported that this pacemaker detected high out-of-range pacing impedance measurements, resulting in an automatic safety change to unipolar. Due to this change to unipolar sensing, the pacemaker also detected episodes of false atrial fibrillation (af) over the months. Of note, the leads are non-boston scientific products. It was noted the leads have otherwise had normal electrical measurements. The clinical decision was made to reprogram the device to bipolar and monopolar pacing in both the atrial and ventricular channels. No adverse patient effects were reported. The device and leads remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.